Event description:
It was reported that the patient was unable to inflate the inflatable penile prosthesis (ipp) for over 6 months due to fluid leak. No further complications were reported. Should additional relevant details become available, a supplemental report will be submitted.